Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that she observed a "blinking 77" displayed on her infusion device. She stated that this occurred after she had replaced her insulin cartridge and primed the infusion set. She acknowledged that she had forgotten to change her power pack, which had been in use for more than two weeks. She acknowledged awareness of the power pack recall. During troubleshooting with a company representative, she replaced her power pack and the issue was resolved. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.